Event description:
The hcp reported that the tuna procedure was conducted with no problems or complications. The pt had been on anticoagulants. On a return clinical visit one day following the procedure continued bleeding was noted. The pt was treated with catheter irrigations and returned home. The second day the bleeding continued and the pt was again treated with irrigations and hospitalized for a short period of time. The pt is reported to be doing fine at this time with no further problems.